Manufacturer narrative:
Button error alarm and esc, b, and down arrow buttons did not respond due to corroded keypad traces. The insulin pump received with cracked display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they cannot clear the alert, the keys are unresponsive. The customer's blood glucose at the time was 170mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.